Manufacturer narrative:
Title robotic-assisted ventral hernia repair with surgical mesh: how I do it and case series of early experience source anz j surg, 2019 (1-7) date of publication: 11 december 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of the study performed from may 2015 to august 2018, 50 patients underwent robotic assisted ventral hernia repair post -operative a procedure, out of 50 patients, 2 patients had a recurrence with a extended hospital stay of 3 days, 2 had a minor wound infection, 1 had aspiration pneumonia, 1 had ileus arrhythmias, 1 had ileus and seroma, and 1 had arrhythmia and abdominal wall hematoma.